Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer had scratches on the display screen of the insulin pump. Customer also had a broken belt holster that he had replaced. Customer reported multiple little scratches on the pump. Customer stated that the pump is working fine, but it is hard to read the screen. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer agreed to send the pump back for analysis. No additional information provided.